Event description:
It was reported that during a follow up in clinic, an instance of r-wave amplitude variation was noted on the device suspected to be an inaccurate measurement. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating abbott technical support was contacted.